Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of less than 200 ohms and high pacing threshold measurements. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of less than 200 ohms and high pacing threshold measurements. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection revealed stretched conductor coils and insulation, which likely occurred during explant. Visual inspection also showed damaged insulation (abrasion) approximately 565 to 595 millimeters (mm) from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, the insulation abrasion would have been located in the heart area. The reported low impedance measurements and high pacing thresholds were likely the result of the lead damage observed by the laboratory.